Event description:
Customer stated that in using these tubes, they noticed hairline cracks in the glass tubes. At one particular time, a tech was cleaning a centrifuge after tubes had broken and cut their finger while cleaning the centrifuge.